Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, yellow particles in the shell and opening shell. Leak test and microscopic analysis was performed which identified: striated opening on anterior, radius and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported "deflation" against right device. The device was explanted.